Event description:
It was reported that the ilet battery fully depleted, and after an hour of charging the device displayed a solid green light and charging indicator but powered off immediately when removed from the charger. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical evaluation or hospitalization. Investigation included technical review and troubleshooting support. Investigation of this case revealed a device power issue consistent with a depleted or non-retaining battery condition. It was concluded that the device experienced a battery performance malfunction and a replacement was issued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.